Manufacturer narrative:
Although a root cause cannot be identified, the data showed true amplification. No systemic product problem with the reagent or hardware was identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a and a negative result for influenza b. The same sample was retested on a different cobas® liat® system which yielded a positive result for sars-cov-2 and a negative result for influenza a & influenza b. The repeated results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue per FDA¿s eua guidance, 1 MDR will be filed.